Event description:
It was reported that prior to the start of a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the customer contacted technical support to report presentation of error 319. The customer had hard power cycled the system several times with emergency power off (epo) activation without clearing the error. The customer was able to disable universal surgical manipulator (usm) 4. The system completed the self-test with the usm disabled, however, the customer advised that they would need to speak with the surgeon to determine the procedure outcome. The procedure was aborted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was confirmed to have been identified during setup and no ports were placed on the patient. The procedure was completed using another da vinci system without injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and upon visual inspection, no issues were found that would be related to the reported event. In the system logs, the 319 error was found indicating node 195, 196, 197, and 198 was not present at startup on the usm, confirming the fault occurred in the field. The usm was installed onto a golden system where the 319 error was triggered indicating fault on the usm, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where check all boards was found to be failing on the axes controller, arm (aca) printed circuit assembly (pca). Once testing was completed, the aca pca was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to component failure of the aca pca which resulted in communication errors on the usm.